Manufacturer narrative:
B4:(B)(6)2021 additional information was received that the navigating ring was non-responsive, but the field service engineer could not duplicate the reported problem.

Event description:
The customer called technical support (ts), reporting that the device's touchscreen is not working. The customer reported there was no patient involvement at the time the issue was discovered. The customer called technical support (ts), reporting that the device's touchscreen is not working. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and could not confirm the reported problem of the touchscreen not responding. The fse replaced the touchscreen as a preventative measure. The device passed touchscreen calibration and performance verification. The device is ready for use.